Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unknown issue. The reporter displayed a picture that appeared to be a ping meter that was full of water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.